Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient will undergo an explant procedure.